Event description:
Caller reported a cartridge alarm issue but became uncooperative during troubleshooting efforts with technical support. There was no adverse impact to the customer's blood glucose level. Customer requested to speak with a supervisor and was subsequently transferred to customer support associates.